Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Patient called in on (B)(6) 2015 and mentioned that about 3-4 years ago she had an infection after getting implanted. She said she was bedridden and had a high white blood cell count. Back in (B)(6) 2011 there was no indication of infection at that time. The patient had swelling and flushing at the generator site however infection was not confirmed and the patient was doing well and titrated as normal. The patient now claims that she had infection at that. Follow-up for additional information to confirm infection has been unsuccessful to date.